Manufacturer narrative:
The operator contacted the siemens customer care center (ccc) after obtaining the heterogeneous module pump (hm) system check failure on the dimension exl 200 instrument. A siemens customer service engineer (cse) was dispatched to the operator's site. After inspecting the instrument, the cse determined that the operator replaced the pump cassettes and wash probe. The cse replaced the hm tubing harness, wash probe vacuum sensor, and the hm pump panel solenoids and detailed the pump panel. The cse performed alignments on the reagent 2 (r2) arm and sampler. The cse also ran a system check and precision for myoglobin using patient samples, resulting within expected ranges. Then, the customer ran quality control (qc), resulting within specifications. The cause of the operator's injury to her right thumb was a user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An operator punctured her right thumb with a stylet while troubleshooting the heterogeneous module (hm) pump system check failure on the dimension exl 200 instrument. The operator punctured her thumb when she pushed the stylet through the hm wash probe. The operator washed the wound with soap and water, wiped it with an alcohol prep wipe, treated the wound with betadine solution and applied an adhesive bandage over the wound. The operator received a tetanus immunization shot due to the punctured thumb. No other medical treatment was required. There are no reports of adverse health consequences due to the operator's injury.